Event description:
It was reported that during a gastroplasty procedure, according to the doctor, the stapler did not staple as intended, being necessary to use another similar one. The doctor did not report any problem with the patient due to this event. The material was discarded by the hospital.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Three attempts were made to obtain additional information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deploy any staples? Was there an incomplete staple line? Were malformed staples present after the firing? On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.